Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
On (B)(6) 2018, olympus medical systems corp. (Omsc) received a literature titled ¿endoscopic biliary drainage management for children with serious cholangitis caused by congenital biliary dilatation¿. The literature reported the result of ercp procedures for 17 patients with serious cholangitis using olympus duodenovideoscope jf-260v at the user facility between (B)(6)2014 and (B)(6) 2017. The literature reported that postoperative pancreatitis occurred in one patient, according to the number of the adverse event, olympus is submitting one MDR.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".